Event description:
Patient reported seeing power on reset (por) when they were checking the status of implantable neurostimulator (ins). Patient noted there was a past fall (not recent); however, patient stated that they recently had a pulled-muscle sensation, like when turning a certain way, in the area of the implant recently. Patient stated that they had gotten x-rays in the past, unrelated to implant. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.